Event description:
During a remote follow-up, episodes of noise resulting in oversensing observed on the right ventricular (rv) lead. X-ray imaging was performed, however, was inconclusive. No intervention was performed and the patient was stable.